Manufacturer narrative:
Device was discarded by the hospital prior to evaluation. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported that the endoplege coronary sinus catheter would not advance through the provided sheath. The hospital had to open the additional kits to find a introducer that would work. No patient injury was reported.